Event description:
It was reported that the system would shut down by itself.

Manufacturer narrative:
It was found that an incompatible uninterruptible power supply (ups) was being used by the customer. This ups was removed and system operates as intended.